Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent occluder was implanted with an aui stent graft in the emergent treatment of a ruptured abdominal aortic aneurysm. It was reported following the procedure, when the hospital received the invoice, it was then discovered that the device had been expired when it was implanted. It was said due to the hospital covid -19 access restrictions, it has been difficult to manage stock levels recently. The device was implanted in an emergency case and there was no time to check the dates. It was confirmed there was no clinical consequences to the patient as a result. The physician was notified that the device was expired at the time of implant and did not require any further communication on it. The cause of the event was that it was an emergency case with no time to check the expiry dates. No additional clinical sequalae were provided and the patient is fine.